Event description:
The event is reported as: the customer alleges that the filter became saturated fast, causing respiratory distress to the pt.

Manufacturer narrative:
Pt condition is currently unk however; additional info has been requested. The device sample was not returned for evaluation at the time of this report.